Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son and reported a high blood glucose (bg) episode. The reporter alleged that on an unspecified date/time in february 2012, the patient was hospitalized with bg levels in the "400's" and symptoms of nausea and vomiting. Prior to going to the hospital, the reporter claimed that the patient woke up with a stomach ache. She could not recall what his bg level was upon waking that day. She could not remember if the patient had any site issues prior to the high bg episode. The patient was hospitalized for 2 day. She did not specify what treatment, if any, the patient received during the hospitalization. She could not provide additional information regarding the hospitalization. She mentioned that the patient might have an underlying condition that causes or contributes to the high bg episodes. She stated that the patient had been tested for celiac disease 1.5 years ago and might need additional testing at this time. She mentioned that the patient would starting vomiting unexplainably which would cause him to become dehydrated. At that point, the reporter claimed that the patient's bg levels would rise. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for hyperglycemia. However, at this time it is unknown if a pump issue contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; the pump passed and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.